Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. They reproduced the issue and replaced the endoscope controller to resolve the fault verified in the system logs. The system was tested and verified as ready for use. Isi has not received the da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during initial power on for a da vinci-assisted robotic kidney transplant procedure the customer experienced a non-recoverable fault. The site tried a hard power cycle. The procedure was converted to open prior to starting the procedure but post-anesthesia and after port placement. They converted to open surgery because the user was unable to recover the non-recoverable fault. There was no report of a fragment falling into the patient.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) did the endoscope controller (ec) involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. The unit was installed and tested into a printed circuit assembly (pca) system where an error indicating endoscope image quality may be deficient was identified.

Event description:
Refer to h11 for follow-up information.